Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a bloody fluid leak inside the coulter hmx analyzer with autoloader, behind the blood sampling valve panel. Customer reported that the leak occurred during the backwash phase of the sample cycle. Customer reported that less than 20 ml of bloody fluid leaked inside the instrument and onto the counter beneath the instrument. Customer reported that the leak was not contained inside the instrument. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found a tubing was cut from pinch valve 43. The fse replaced a cut tubing at pinch valve (pv43). The fse found the leak was confined to the inside of the instrument.

Manufacturer narrative:
(B)(4).